Event description:
Boston scientific received information that this right atrial lead displayed high thresholds due to a suspected lead dislodgment, which was confirmed via x-ray. A revision took place to explant and replace the lead. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.